Manufacturer narrative:
Concomitant medical products: 7022756, 02-020-11-0240, truliant ps cem fem ps cem left sz 4, 5818048, 02-022-44-4015, truliant tib imp psc insert sz 4, 15mm, 7049316, 02-022-45-4040, truliant tib fit tray cem sz 4f / 4t, 7005224, 200-07-35, advanced patella 35mm 3 peg implant, 7099323, 201-78-15, holding pin mini sharp point 4 pk, s316792, 521-78-23, threaded pin size 2.3 collared 2pk, s279236, 521-78-32, threaded pin size 3.0 collarless 2pk, s317591, 521-78-32, threaded pin size 3.0 collarless 2pk. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to patient conditions.

Event description:
It was reported that a 75 yo male, had an initial left knee implanted on (B)(6) 2021, and underwent a revision procedure on (B)(6) 2022, approximately 1 year post the initial procedure due to infection. The joint had to be opened and debridement was necessary. The wound was washed out and the polyethylene was swapped. There were no reported issues with the revision surgical procedure. The patient was last known to be in stable condition following the event. The product not returning; the hospital policy will not allow for the explant to leave the hospital.